Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years, 7 months post successful tf tavr the patient was brought in for retreatment of their valve due to worsening pvl. The patient was treated with 2 plugs in years prior. Decision was made to perform the valve in valve. Medical records were received for review. The patient presented had complaint of worsening dyspnea on exertion over the last 5 months prior to the valve in valve procedure. The patient was started on lasix and given elevated troponin managed with hep gtt, s/p aspirin, and ticagrelor loading. Prior to the procedure the valve was noted to be stenosed (mean gradient of 33 mmhg). The leaflets appeared thickened and restricted, with mild paravalvular aortic regurgitation, and moderately increased transvalvular gradient for valve type and size; the aortic valve area was 0.6 cm2. The patient was seen and examined prior to discharge. Reports feeling better with no acute issues. Discharge instructions given and the patient verbalized understanding.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2105691-2021-07058 & 2015691-2022-03376. The valve was not returned for evaluation. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records (mean gradient of 33mhg). Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 7 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.